Event description:
The account stated that a false positive architect stat troponin-I result was generated. The account uses a cutoff of 0.032 ng/ml. Patient 1: an initial result of 0.042 ng/ml was generated. Repeat results were 0.024 and 0.022 ng/ml. There was no report of impact to patient management.

Manufacturer narrative:
False positive results. No adverse trends were identified related to the issue under investigation. Non-statistical trends were identified during the complaint trend review related to discrepant patient results. Since the lot number is unknown a lot search was not performed. Historical accuracy testing was reviewed for a representative reagent lot (14273un11). Acceptance criteria was met, which indicates acceptable product performance. Based on the results of this investigation, the architect stat troponin-I assay is performing as intended and no additional issues were identified. The architect stat troponin-I package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.